Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 200-300 mg/dl. Insulin injections were used to address the bg level. The cause of the occlusions that occurred the day before could not be determined as the customer changed all of the supplies on the pump. A system check was performed using the current supplies and the occlusion appeared to be within the tubing. The customer noted an air bubble in the tubing and it was thought that the insulin appeared to be thicker when it initially was exiting the tubing during the system check, the customer was to change out the infusion set tubing.